Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the clinic for an advisory device changeout procedure, the right atrial lead was found dislodged. There was also no capture at high output. The right atrial lead was capped and replaced when it could not be extracted. The patient handled the procedure well.